Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer had reported a battery failure and requested assistance replacing it. An onsite quote was sent to the customer but later cancelled as they ordered and replaced the battery on their own. The customer replaced the battery to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00033. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer on the v60 indicating that the unit¿s battery failed (error code 1124). It is unknown if the device was in patient use at the time of the reported event. There was no patient harm or injury reported. The investigation is ongoing.